Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the vizigo¿ sheath dilator end-stopping point (shaft) was broken. The damage is on the dilator. There was no damage noticed on the vizigo sheath. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample reveals that the dilator hub area was found detached. For this reason, a supplier manufacturing investigation was requested and it was determined that this issue is related to the manufacturing process since the shaft of the dilator seems to have a very shallow insertion into the dilator hub. Device history record was performed for the finished device number lot 00002517 and no internal action related to the complaint was found during the review. The hub separation of the dilator reported by the customer was confirmed. For the separation condition, a process retraining was performed on the manufacturing personnel involved to reduce this type of failure. In addition, the procedures will be updated to improve the current process. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the vizigo¿ sheath dilator end-stopping point (shaft) was broken. The damage is on the dilator. There was no damage noticed on the vizigo sheath. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).